Event description:
It was reported that there was a broken pin on the lemo connector that was obstructing the connectivity of interconnect cable. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector pin was repaired. The system was tested and found to be working as intended and put back into service.